Event description:
During a rectosigmoidectomy dixon procedure, after the device was fired, the distal rectum was not closed firmly. The device did not produce a complete staple line. Or time was extended by one hour and 20 minutes, and the operation was converted to a rectosigmoidectomy miles procedure.